Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device evaluation confirmed the reported issue. Device inspection determined that the device handpiece is not recognized or running due to a faulty rtc board. Further evaluation determined that there was no monopolar or bipolar output due to damaged t1 of the rf board. In addition, the unit was observed with minor scratches and dents on the housing. The software needs to be upgraded. The device was placed in return stock inventory. Customer device was replaced. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was observed to be not functioning as intended. The issue was first observed at the beginning of an unspecified procedure. There was a delay in the procedure however the intended procedure was completed using another device. Serial: (B)(4) was used to complete the procedure. There was no patient harm or impact reported. No user injury reported.